Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the evita 4 alarmed fio2 high. There was no patient injury reported.

Manufacturer narrative:
The gas mixer is equipped with two valves - one for dosage of air and one for oxygen. The valve air has been returned for investigation. It was subject to in-depth tests in the manufacturer's lab and was found working well according to specifications. There was no complete log file available - only a screenshot of the statistical log was provided. The screenshot confirms that the device has performed warmstarts on several occasions. Whenever the self-monitoring function detects a significant deviation that cannot be removed by other means, a warm start is the specified behavior to overcome these error conditions. The device initiates a system reboot, posts an audible alarm and opens the airway system to allow spontaneous breathing. The warm start sequence lasts approximately 8 seconds and, the ventilation will be continued with previous settings if the warm start was successful. The root cause for the warm starts cannot be determined based on the level of available information. However, a reasonable explanation would be that dust or pollution inside the dosage system have led to a sticking of the valve. The increased driving force that is required to move the tappet then leads to a higher current consumption which may have temporarily overloaded the power supply. The pollution may then have been washed out from the valve already during the follow-up testing performed on-site. It can be concluded that the device responded as designed to a deviation; alarms were posted to alert the user and reboots were triggered to remove the error condition. No patient consequences have been reported.

Event description:
Please see initial report.